Event description:
The account's safety manager alleged that a pt was injured by the versacare bed when the intermediate siderail was in the lowered position and the nursing staff had the pt standing next to the bed. The bed was lowered and the cover on the siderail cut the patients leg. The pt received 16 stitches on the back of the knee area.

Manufacturer narrative:
The technician inspected the bed and siderails and couldn't find any sharp edges.